Event description:
It was reported that during a laparoscopic right colon procedure, after the 4th firing, the knife stuck in the middle of the reload, and the surgeon could not open the instrument. There was no pt consequence.